Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. The customer confirmed the reported blower issue. The customer reported that replacing the blower corrected the problem.

Event description:
The caller reported that the unit alarms blower stall. There was no patient involvement.

Manufacturer narrative:
MFR received date: 30 aug 2019. Date of report received: 09 sep 2019. The blower motor assembly was returned to the manufacturer's failure investigation lab for evaluation. The external visual inspection of this blower assembly did not reveal any signs of damage or contamination. The end cap was removed and did not reveal signs of contamination to the impeller, surrounding area, or the end cap. The blower motor assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned blower motor assembly passed all testing, and no errors were generated. The reported complaint could not be duplicated. No failures were identified on the returned blower motor assembly . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.